Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation events. It was reported that the pt was conscious and outside taking a walk at the time of the event. It was reported that the pt's husband witnessed the event. After review of the downloaded data, and it was confirmed that the pt received two inappropriate treatments at 11:57:47 and 11:59:56 on (B)(6) 2015. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was taken to the hospital and was to receive an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hospital and is to receive an ICD. (Other): device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacturer data: monitor sn (B)(4): 12/2012 - reuse. Electrode belt sn (B)(4): 12/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata. FDA.gov/cdrh_docs/pdf/p010030b.pdf.